Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but ten (10) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve separation was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of sleeve separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve separation based on the returned photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter there was poor sleeve function resulting in blood leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: during blood collection, the rubber sleeve of the luer adapter was separated and trapped with the tube, resulting in blood leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter there was poor sleeve function resulting in blood leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: during blood collection, the rubber sleeve of the luer adapter was separated and trapped with the tube, resulting in blood leakage.